Event description:
Alleged deflation.

Event description:
Alleged deflation

Manufacturer narrative:
Deflation reported as the reason for complaint. Device findings not availble. Device not explanted. Updates made to sections g3, g6, h2, h3, h6, h10.